Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analyzed and no anomalies were found. Unit passed all incoming electrical and final quality assurance tests. (B)(4).

Event description:
It was reported the ventricular side keeps flashing even before getting to setting. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the ventricular side keeps flashing even before getting to setting. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.